Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error. The patient's blood glucose at the time of incident was 7.2 mmol/l. Troubleshooting was initiated for the motor error alarm. The customer did not recall any significant events leading to the motor error. The rewind was performed but the motor error recurred. The customer was advised to revert to a medically prescribed back-up plan. The insulin pump is out of warranty; the customer was advised to speak to their health care professional about a new pump and to call back if they need a loaner pump. No products were shipped or returned as of yet.